Event description:
It was reported during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar energy was not working. The customer replaced the instrument and the instrument cable prior to calling. The technical support engineer (tse) had the customer swap iesu ports, power cycle iesu, and then power cycle both iesu and system, but the issue persisted. The site abruptly disconnected the call, and no further troubleshooting was performed. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: the customer confirmed the procedure was completed using a valleylab generator with no report of patient injury due to the intermittent energy issue with the generator.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the integrated electrosurgical unit (iesu) to address the intermittent issue with the monopolar energy function. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the intermittent monopolar energy function was reproduced during normal mode testing. The unit will be returned to manufacturer for repair. The root cause was determined to be a component failure. A log review was performed and confirmed the event date, system serial number and procedure name. A review of the site's complaint history found no other events reported as an issue with this product. There was no image or procedure video provided for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.